Manufacturer narrative:
Device was received with a scratched case, a cracked keypad overlay and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. Device passed the displacement test and self test. No unexpected pump error 53 alarm and pump error 3 alarm noted during the testing. However, pump error 53 alarm found in the formatted history file, problem isolated on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was failed in self test. Customer also reported that they received pump error alarms but they were able to clear that alarms. They also reported that the insulin pump was able to complete rewind. They also reported that fill cannula was recorded in history. No harm requiring medical intervention was reported. The insulin pump will be return for further analysis.